Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only the suture was sent back to mitek. Visual observation confirms the suture is cut. The suture is also slightly frayed in the middle. It is possible that the suture came into contact with sharp metal instruments during the procedure. No additional procedural details were provided to confirm if the aforementioned cause contributed to the failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. Other than the possibility mentioned above, we cannot discern a root cause for this failure at this time. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed 11/09/2018. Review conducted per (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during unknown procedure it was noted the suture broke when surgeon tied it. Changed the new one to complete. There was no adverse event or extended surgery.